Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set failed and they had to change it out during the middle of the night. The customer's blood glucose level at the time of the incident was 400 mg/dl but it was back to normal by morning. Troubleshooting was not performed. The device will not return for analysis.